Event description:
The surgeon reported surface opacification of the intraocular lens approximately 9 months post-operative. The pt's visual acuity decreased due to a fuzzy vision. The lens was explanted.